Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow-up after receiving an alert for non-sustained right ventricular oversensing. The discrimination channel was appropriately sensing, but functional undersensing was observed on the sense amp channel. Reprogramming resolved the issue.